Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) experienced an inappropriate mode switch and that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The patient will have another follow up appointment for reprogramming. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.